Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited high out of range pacing impedance measurements and loss of capture on the left ventricular channel. Reprograming of the device and potential use of a secondary lead that was surgically abandoned were discussed. This device remains in service. No further adverse patient effects were reported.